Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite confirmed that the system failed produce x-ray intermittently. Part analysis confirmed the malfunction of pcp control circuit. Upon further inspection, fse identified the issue with the mains interface unit (miu) certeray and pcp control circuit. The fse replaced the miu in generator and pcp control circuit of the cooling unit. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system could not generate x-rays. The issue was found during clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.